Event description:
During a laparoscopic sigmoid resection, there were some hard tissues which were presumably because of former inflammation of this area. After the probe damage error displayed, the physician carried on the probe check outside the patient and it was ok. Consequently the physician continued to used the device, the probe tip fell off inside the patient. The broken piece was retrieved. The physician replaced the device with a similar device and the procedure was completed. There was no patient harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplement if device evaluation becomes available.